Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the impeller was located in the aorta and was pushed back into the left ventricle by 1.5 cm. Following this, a ¿motor current too high¿ alarm was triggered, and the pump ceased operation. Three attempts to restart the pump were made, all of which were unsuccessful. Additional information indicated that the patient was stable the whole time and was not harmed by the pump stop. New impella was implanted without any problems via left axillary artery. Now pump runs without any issues and act is still in range.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the pump stop was bearing wear with biomaterial potentially being a secondary cause due to the large purge gap seen on the returned pump, supported by the data logs. As this issue occurred on day 10 of support, it is beyond the design life of a cp pump.